Manufacturer narrative:
(B)(4). Upon evaluation of the available information, it was determined that the cause of the peritonitis was a break in aseptic technique, further specified as the cat chewed on the patient line. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapies were ongoing. The break in aseptic technique was further described as the cat chewed on the patient line. The patient was treated with fortez (dose and frequency unknown) for the peritonitis. On a later date, the patient was discharged from the hospital. The patient was retrained on proper aseptic technique. At the time of this report the patient was recovering from the peritonitis.